Manufacturer narrative:
Root cause: use error. Per tandem's pump user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after filling a cartridge with 140 units of insulin. The customer¿s blood glucose level was 126 mg/dl. Customer added insulin to the cartridge and loaded it successfully. Additionally, it was reported that the customer miscalculated the amount of carbohydrates when delivering a bolus which caused a blood glucose (bg) level of 57 mg/dl. Bg was addressed with the customer drinking a fruit smoothie.